Event description:
A patient was admitted for an elective procedure to a non-tortuous proximal, mid and distal rca. The target lesion was a 90mm, type c, chronic total occlusion (cto) of an in-stent restenosis (isr) of a competitor's bare metal stent (details unknown). The lesion was not calcified or bifurcated and had no clot. The site was not predilated. First, a cypher 2.5x28mm was implanted at 22atm for 60 seconds. Then a cypher 2.5x23mm was implanted at 20atm for 40 seconds, and it overlapped the first cypher. Then the third cypher, a 3.0x23mm was implanted at 20atm for 70 seconds. Two weeks later, the patient returned to the hospital for a follow-up. They showed no symptoms and there were no EKG changes. Cag was conducted and the implanted cypher stents were found to be occluded with thrombus. To treat the thrombus, poba, aspiration and a thrombolytic agent (pit) were administered.